Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer stated that he received the no delivery alarm several times, he rewound the insulin pump, and tried to reset the device, but then he received the motor error alarm. He noted that the insulin pump had also alarmed no delivery two weeks prior, after which he reprimed the device and got it to work. The customer's blood glucose was 500 mg/dl at that point; he stated that the high blood glucose was due to his body not getting insulin during that time. He discontinued troubleshooting, stating that it was not a good time to talk. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.